Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete.

Event description:
The customer reported a burning smell emanating from the architect i2000sr analyzer. Upon inspection by abbott field service, burn marks were found on the antenna board of the sample handler for stat pipettors. No impact to user safety or patient management was reported.

Manufacturer narrative:
The field service engineer (fse) upon inspection determined that the lls antenna sample handler was the likely cause. There was no further damage to the instrument. A review of the analyzer service history and logs identified no contributing factors to the current complaint. There have been no further occurrences since the part was replaced by the fse. The architect operations manual contains adequate information for troubleshooting the observed issue. Manufacturing documentation for the likely cause did not identify any issues associated with the complaint issue. A review of the immunoassay platforms tracking and trending data revealed no systemic issues or trends with regards to the current issue. Based on the investigation no systemic issue or deficiencies were identified.

Event description:
The customer reported a burning smell emanating from the architect i2000sr analyzer. Upon inspection by abbott field service, burn marks were found on the antenna board of the sample handler for stat pipettors. No impact to user safety or patient management was reported.